Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 541 mg/dl. The customer stated that they have a back up plan. The patient was treated with insulin pump. The customer also reported they have no delivery alarm during manual prime on the insulin pump. The troubleshooting was performed. The customer ran out of insulin and unable to finish troubleshooting. The customer said that he would revert to a back up plan and then call us back to help him set up a new set.